Manufacturer narrative:
The smart cable was used as a trade in/upgrade. The smart cable was returned to verathon for evaluation. A verathon technical service representative connected the smart cable to a test video monitor and test single use blade. The technical service representative duplicated the reported intermittent image when the smart cable was manipulated. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would intermittently go out. Reportedly there was a five (5) minute delay in the non-emergent procedure while a second glidescope was prepared. No harm to patient or user was reported.